Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer experienced high blood glucose levels about one mo ago. No blood glucose levels were reported. It was stated that the insulin amount in the reservoir never decreased. Troubleshooting was performed and the insulin pump failed the leadscrew and high pressure tests. Nothing further was reported.